Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged tubing (hole in tubing) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubing (hole in tubing). Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "during blood collection, the tube shows a hole and blood leaks out on the employee's hand." There were no reports of blood exposure or interventions.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "during blood collection, the tube shows a hole and blood leaks out on the employee's hand." There were no reports of blood exposure or interventions.